Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that 14 days following insertion of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube the tube was changed out. The silicone was noted to be breaking down upon removal. Reports of the tube not maintaining patent requiring suctioning. There were no reported adverse effects.